Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe integrated electrosurgical unit (iesu) had errors. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported experiencing an erbe fault. Fse visited the site and replaced the erbe generator due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed via system logs, which logged multiple c-34 errors along with other related error patterns. During failure analysis, the event was replicated, with the unit displaying c-34/c-00 errors on startup and additional c-00 and m-31 errors in the logs. Erbe will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.